Manufacturer narrative:
Please note: this is one of two medwatches associated with mfg.# 9616099-2007-00997 and 9616099-2007-00999. Additional information will be submitted upon 30 days of receipt.

Event description:
The catheter hubs are not compatible with the manifold from messrs. Merrit. There was no patient injury reported.